Event description:
A cartridge alarm 20 issue was reported by the caller, and the customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. The issue occurred during the load process, and the customer had previously experienced cartridge alarms with consecutive cartridges. Technical support (cts) confirmed the problem and arranged for a replacement pump to be sent. The customer was instructed to return the problematic pump to tandem using the provided return box and pre-paid label, and to program the pump settings and connect their cgm to the replacement pump. Customer will continue to use current pump.